Manufacturer narrative:
Fowler.

Event description:
The customer reported that during a ptosis correction surgery, the headrest would only raise half way and then would fall back down again. The customer added that the surgery was completed successfully with no delay to surgery time and with no adverse consequences.